Manufacturer narrative:
This is an initial report. Investigation is continuing.

Event description:
The cyberknife synchrony lower arm assembly temporarily decoupled from the down tube during adjustment of the synchrony camera. The customer secured the part and continued use of the device. There was no injury.